Manufacturer narrative:
This MDR should be considered cancelled. An additional record, (B)(4), contains the correct information for this record.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was misaligned. The following information was provided by the initial reporter: "on (B)(6) 2020, amgen was notified of one (1) plunger rod that was observed with a deformed stopper to support amgen complaint (B)(4). The complaints description from the patient stated that "the plunger rod head was not in the correct position."

Manufacturer narrative:
Investigation summary: one photo of the bottom half of a 1ml syringe inside a blister pack was received and evaluated. It was observed the plunger rod was nearly bottomed out and the stopper was jammed between the plunger rod and the barrel wall. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the jammed stopper was rejectable per product specification. Batch 8277845 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: potential root cause for the jammed stopper defect is associated with assembly process. A jam in the assembly dials most likely caused a misalignment when the plunger rod was inserted into the barrel. It is possible a small amount of defective parts ended up getting mixed with the good product. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was misaligned. The following information was provided by the initial reporter: "on (B)(6) 2020, amgen was notified of one (1) plunger rod that was observed with a deformed stopper to support amgen complaint (B)(4). The complaints description from the patient stated that "the plunger rod head was not in the correct position"."